Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2013 with a bifurcated and suprarenal aortic extension. A follow up on (B)(6) 2016, computed tomography (CT) showed the patient had a type 3b endoleak. On (B)(6) 2016, the physician relined by implanting a bifurcated and a suprarenal aortic extension which corrected the endoleak. Patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There were no patient medical records and limited patient images available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation.